Manufacturer narrative:
The o-arm selector switch was returned to the manufacturer for analysis. This is the mechanical part of the switch which has no voltage source. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. User, site technician, demographics were also not available. Patient codes apply to the site user in this event, as no patient was present. Return requested. Replacement o-arm selector switch shipped to site. No parts have been received by manufacturer for analysis. - 11/10/2015 a medtronic representative performed an imaging system check-out: imaging modalities, cable grade and safety inspection areas passed. Mechanical test failed. On/off button was a bit loose. Ias power on/off button replaced. System performed as intended. Issue resolved. - the medtronic representative reported replacing the on/off button only as a precaution. The on/off button was found to be loose, however, the shock the site technician reported receiving from the from the on/off switch could not be replicated. The medtronic representative measured voltage against the chassy and was not able to measure any voltages that might cause this shock. The imaging system was turned on and off multiple times without any danger. After replacement, performed extensive testing and the reported issue did not happen during my testing. - 11/13/2015 a medtronic representative, following-up at the site, reported the site representative experienced a shock from finger to shoulder. When the shock occurred, the nurse also moved the arm reflectively and hit the wall. The nurse expressed a warm sensation in her fingers afterwards. - no further issues have been reported.

Event description:
A site representative, technical, reported that their imaging system on/off button was loose and gave a small shock when being turned on. No further details regarding the issue were provided. The site technician is the affected person in this event. There was no patient present when this issue was identified.